Manufacturer narrative:
Account stated that the cause is unknown. Account replaced the head up valve on the manifold to resolve the issue.

Event description:
Account alleged that the bed had no head up functions. No injuries reported.